Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal and sealing ring infolding was determined to be anatomy related due to the 50 degree infrarenal aortic angulation and the calcifications in the sealing zone. Unable to determine off-label conditions due to a lack of pre-operative imaging. There was no device related issue involving the type ii endoleak. The cautionary product use condition, patent lumbar arteries, likely contributed to the type ii endoleak. The final patient disposition was unknown and no additional patient sequelae has been reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a two year follow-up where CT revealed a type ia endoleak due to infolding at the level of the sealing rings. There was also a 1cm aneurysm growth since the one year follow-up CT. A re-intervention was performed where the physician placed a cp stent at the level of the sealing rings, which successfully resolved the leak. As of the date of this report, there have been no additional patient sequelae reported.